Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was over 400 mg/dl. She found the infusion set needle bent. The customer felt sluggish and had a headache. While troubleshooting the customer primed the air bubbles out of the tubing. She received two no delivery alarms. The product was not returned. Nothing further to report.